Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding set was showing a leak in the connector and diet bag. There was no patient injury.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and quality assurance documentation. One used sample was received for evaluation. A visual and functional inspection was performed and leaking was found between the cross spike and the tubing line. The root cause and action plan will be documented through a formal investigation corrective and preventative action plan. This complaint will be closed with no further action and will be used for tracking and trending purposes.